Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a preventative maintenance (pm) inspection the device would lock up when pressing the charge and shock buttons. The customer advised physio that the device then restarted itself. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a preventative maintenance (pm) inspection the device would lock up when pressing the charge and shock buttons. The customer advised physio that the device then restarted itself. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a preventative maintenance (pm) inspection the device would lock up when pressing the charge and shock buttons. The customer advised physio that the device then restarted itself. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.